Event description:
A report was received that the patient had been treated for a methicillin-resistant (B)(6) infection with antibiotics. The patient was later admitted to the hospital due to the (B)(6). Symptoms and location of the infection are unclear. At this time, the infection is not believed to be device or procedure related.

Manufacturer narrative:
Additional information revealed that the patient was explanted due to a non device related issue. The physician does not know the location for the infection. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial number: (B)(4) description: enh st ld kit.

Event description:
A report was received that the patient had been treated for a (B)(6) infection with antibiotics. The patient was later admitted to the hospital due to the (B)(6). Symptoms and location of the infection are unclear. At this time, the infection is not believed to be device or procedure related.

Event description:
A report was received that the patient had been treated for a (B)(4) infection with antibiotics. The patient was later admitted to the hospital due to the (B)(4). Symptoms and location of the infection are unclear. At this time, the infection is not believed to be device or procedure related.

Manufacturer narrative:
Additional information indicated that the patient's infection is still present and there is still drainage at the incision site. The location of the infection is near a previous spinal fusion surgery site. The physician does not believe the the infection is related to the device.